Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 550cc silicone mentor memorygel breast implant appeared to be damaged. These implants were not placed in a patient. They were removed from the box in the or and were found to have an imperfection. There was no patient involvement or adverse event.

Manufacturer narrative:
On january 11th 2021, mentor became aware that the initial report submitted in error, since the events do not meet the criteria for MDR reportability. The customer reported that the shell of the gel device was scratched. The patient did not come into contact with the device. The potential that this issue could cause or contribute to a death, serious injury or other significant adverse event is remote. Manufacturer¿s reference number: (B)(4). Initial report submitted in error, please disregard.